Manufacturer narrative:
Product not available for evaluation.

Event description:
Pt reported power pack becoming depleted without infusion device providing a2 (low power pack warning) or e2 (power pack depleted) alarms. She discovered the issue by noticing the display screen was blank. Pt indicated that her blood glucose level was in the 500's mg/dl. She reported symptoms of thirst, nauseousness, and blurred vision. On one occasion, she stated that she passed out. Pt indicated that her normal blood glucose range was 90 - 140 mg/dl. She reported admininstering a bolus or an injection to address the issue. No med assistance was required. Product will not be returned for evaluation.